Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was over 500 mg/dl which was treated with the manual injection. The customer¿s other blood glucose level was 400 mg/dl. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer did not alleges the insulin pump was under delivering. The device will not be returned for the analysis.